Event description:
An optometrist reported that a pt who underwent bilateral prk (photo refractive keratectomy) was diagnosed with asymptomatic stage 1, diffuse lamellar keratitis (dlk) in the both eyes, at the one day postoperative visit. The dlk was more prominent in the right eye, according to the optometrist. The topical steroid drops were increased, and the dlk resolved with treatment in both eyes. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. The device history records (DHR) for the device were reviewed. The associated device was released based on the MFR's acceptance criteria. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. A supplemental MDR will be filed necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).